Event description:
Information received from the consumer regarding a patient who was implanted with a neurostimulator for degenerative disc disease reported that their implantable neurostimulator (ins) ¿hadn't been working in years¿ and was ¿not working¿. No symptoms were reported. The patient did not have a managing physician for the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.